Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the competitor guidewire was noted to have fragmented inside the left ventricular (lv) lead after slitting. The wire fragment was left inside the lead free of the distal tip and the lead remains in use. No patient complications have been reported as a result of this event.